Event description:
It was reported that an ilet pump would not power on after being placed on its charging pad for an extended period, and the user was unable to restore function; a replacement device was arranged and the original will be returned. Symptoms included no clinical effects reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included review of device use history, charging conditions, and power-on behavior, along with standard complaint assessment. Investigation of this case revealed a suspected device power failure consistent with battery depletion or charging system malfunction, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to power management.